Event description:
Procedure: lobectomy.according to the reporter: when the surgeon caught a large specimen with the bag of the concerning product, the bag happened to be broken. Another device was opened to try again and then found the same incident occurred consecutively. A new one was opened to complete the case with no problem. No patient harm. The patient is currently doing well.

Manufacturer narrative:
(B)(4).